Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the during the implant procedure on (B)(6) 2023, when the pump was started, a lot of air was seen in the left ventricle. The air was still present even after the proper de-airing period. The surgeon added extra pledgets around the apical cuff to try to resolve the issue. The pump was restarted and a lot of air still remained in place; the patient became hemodynamically instable. Their right side became impaired due to the air so it was decided that the apical cuff would be exchanged, but the issue still did not resolve. Ultimately the decision was made to exchange the entire pump and the air leakage issue resolved. The patient become hemodynamically stable. It was noted, however, that patient had decreased brain activity. A computed tomography (CT) scan was performed on (B)(6) 2023.

Manufacturer narrative:
(B)(6) will be reported under MFR # 2916596-2023-05217. Manufacturer's investigation conclusion: a direct relationship between (B)(6) and the reported event could not be determined. Air continued to be observed and the decision was made to change from (B)(6) to (B)(6). An autopsy was not performed and the device was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas instructions for use (IFU) lists other neurologic dysfunction and death as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, the IFU lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the pump was manually stopped, due to bad neurological prognosis, and the patient passed away on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.